Event description:
The customer stated that the motor shaft is very wobbly. Last week the customer loaded the centrifuge with a sample and started it. Shortly after that, the customer heard a loud bang and the rt12 rotor had shattered into pieces. The sample tube was broken and needed to be recollected while pt was still on site.

Manufacturer narrative:
The customer was wearing personal protective equipment. No injury or change to pt management was reported by the customer.